Event description:
I began using ashley blacks fascia blaster (B)(6) and followed her then protocol to a t. I researched and followed her (B)(6) page. I used it 4-5 days a week, again, using all instructions- hot baths, heat, oil, and fascia blasting using her largest tool. After seeing others complaining of adverse effects I began questions on (B)(6) page. I had gained (B)(6) in three months despite eating healthy and exercising, not changing anything except fascia blasting. I questioned this in her group and many others followed suit. She quickly stopped further comments. I would literally have puddles of sweat in my bathroom sweating profusely. Despite all my efforts, my cellulite became worse and I got saggy skin and dents in my butt. Someone saw my post and invited me to an adverse (B)(6) group. It quickly became evident that many women were harmed. I also developed a salivary stone that required surgical removal in my parotid gland after using her fascia blaster tool for three weeks. Again, used precisely per her instruction. There was no mention of where salivary glands are located on the face, neck or chest. Despite drinking a gallon or more of water daily, one of the main causes of a stone are caused by dehydration. Also, my thyroid medication needed to be increased when it had been fine prior. I also developed spider veins rapidly on my legs and behind my knee. Her protocol now keeps changing. She refuses to listen to women's adverse effects. She has no credentials and calls herself a "guru" touting this tool as a medical device and has "science" to back up her claims. She has and is causing serious harm to many women affecting hormones and adrenal function. She admits to increased estrogen using this tool. One of my breasts became tender with cysts and swollen and painful. This woman and her organization needs to be investigated before someone is more seriously harmed. I stopped using all tools one month ago and I'm beginning to feel better but the weight gain remains despite trying to lose. Also from an aesthetic point of view, the sagging skin and cellulite has not gotten better. It's caused emotional duress and (B)(6) for tools in addition to the pain I endured with stone and breasts. Reason for use: cellulite and pain.